Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism (sleeve head). Electrical testing to determine continuity of the conductor(s) passed. Mechanical inspection revealed the helix electrode consistently extended within eight turns and retracted within seven. Helix, fully extended, measured .072 inches within specification. Primary analysis finding: no anomalies found.

Event description:
It was reported the right ventricular lead (B) (4) was replaced due to apparent fracture, high impedance, and oversensing. The atrial lead (B) (4) was attempted but not used, due to the helix not retracting after initial positioning and repositioning attempts. No patient complications were reported as a result of this event.